Manufacturer narrative:
The device was received not deployed. Download data from the device showed that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of second prime without the needle deploying. Examination of the drive mechanism assembly found damage was sustained to the commutator cap. This damage contributed to the rotational sensor errors which prevented the device from deploying as intended. Resistance was felt while rotating the ratchet gear, examination of the tube nut found scratches.

Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.